Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was received for evaluation. Visual inspection found a scratched lcd lens, and a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the broken air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.